Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) and right atrial (ra) leads exhibited noise and oversensing. It was also noted during the lead replacement procedure that there was insulation damage on one of the leads that appeared to be caused by the lead rubbing against another force. Reprogramming was performed and later the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.